Event description:
Event #1 [redacted date]. Patient with va ECMO and impella. I uncovered the patient to check his radial pulse and noted a large amount of blood on bed. Patient was receiving medications connected to "3 gang large bore stopcock manifold" (stock number 109791)via hickman catheter. The stopcock manifold noted to be broken. Prbc x 1 given to patient. Event #2 [redacted date]. Situation: bridge" that was attached to swan ganz catheter broke leading to blood backflowing onto bed. Background: patient with impella and swan ganz catheter, no other gtts running through it. Patient was turned, and after turn the backflow of blood was noted. Assessment: crack/snap appears at connection site, s/s (signs/symptoms) of crack did not occur until after turn, although rn reports that the turn did not involve the bridge. Recommendation: this is the second safer this week, with this supply. Possible reevaluation of supply use. Due to the nature of this defect and ongoing leaking for baxter tubing, we have escalated this to baxter and are adding it to our monitoring of leaking IV tubing and accessories. Manufacturer response for IV stopcock, 3 gang large bore stopcock manifold (per site reporter). Meeting weekly to discuss leaking IV tubing events, notified them we will include this with our events due to the nature of the defect.